Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue. Guide cath: launcher 7fr jr40. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, eccentric, 90% stenosed, de novo, mid right coronary artery, the 2.0 x 12 mm trek balloon dilatation catheter (bdc) was inflated once at 10 atmosphere and ruptured. The device was removed and a different unspecified bdc was used without issue. The procedure was successfully completed after a non-abbott stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.